Manufacturer narrative:
Further information was requested but not received.

Event description:
During remote monitoring, episodes of far-field p-wave oversensing resulting in pacing inhibition were observed on the device. The pacemaker dependent patient experienced dizziness due to the pacing inhibition. The device was reprogrammed to resolve the event. The patient was in stable condition.